Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. This is the second of two reports from this facility. (B)(4).

Event description:
A customer reported that multiple dull knives have been experienced. Procedure details and patient impact information is unknown. Additional information has been requested. Additional information was received confirming that the procedure was completed using the same knife with no impact to the patient. No additional information is available.